Event description:
It was reported to philips that system would fail to boot up. No harm to user or patient was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file does not contain host pc malfunction. During troubleshooting, the fse found that the host pc had power- on malfunction. The fse replaced bios stack, but the failure persists. The fse replaced host pc, installed new license, and reloaded software to the tsm. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.